Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm or evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the customer had issues with universal surgical manipulator (usm) 3 while using retraction. The surgeon would achieve retraction with the instrument on the usm3, but usm 3 would shift, slip or drop slightly when switching to another usm. The customer suspected that the issue might be related to one of the wheels on the usm carriage. The surgeon mentioned that this had been an intermittent issue for the past few weeks. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred when the instrument on the usm 3 was still inside the patient. The usm 3 remained usable throughout the procedure. There was no patient injury.

Manufacturer narrative:
A universal surgical manipulator (usm) was returned for failure analysis, and the reported movement error was not confirmed and not replicated. Due to mechanical defect, data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp (patient side cart fixture test platform) where all relevant testing was passed within specification. Once testing was completed, all usm assemblies were inspected, but no faults could be identified. The probable root cause of the customer-reported event could not be established as failure analysis found no product issue in association with the customer-reported event.

Event description:
Refer to h11 for follow-up information.